Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that pump turned off with some acoustic alarms. The customer¿s blood glucose level was unknown. After troubleshooting the issue still persist. The customer discontinued the use of insulin pump and reverted back to back up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or acoustic alarms were noted. There were no signs of moisture damage or corrosion on the electronic board, assembly, connectors, or motors inside the unit. The battery threads have a crack in them located above the left belt clip rail. (B)(4).